Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was a case of attempted implant due to break or fracture. Additional information indicated that the wire pierced from lumen through insulation. The lead was never in service. No adverse patient effects were reported.